Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-06697. It was reported that the patient was receiving ineffective therapy from his implanted drg system; which in turn, lead to the patient undergoing a successful trial implementing two additional drg leads. As a result, the patient may undergo surgical intervention at a later date.

Event description:
Device 2 of 2 reference MFR. Report#:1627487-2018-06697. Follow up revealed that the patient's drg trials were unsuccessful, and the drg system was explanted and replaced with a scs system. The scs trial was a success, and therapy was restored post-op.